Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 26-dec-2023 and forwarded to millyard advanced medical products, llc on 27-dec-2023. The patient reported her pump was alarming and troubleshooting was unsuccessful. She lost one of her remotes and was unable to pair her only remote with the remaining pump. A hospital pharmacist later reported the patient was admitted to the ER. The patient will be transitioned to IV remodulin to continue treatment until replacement pumps arrive and she can be transitioned back to remunity therapy. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death, serious injury or any harm, this issue is being reported out of an abundance of caution.

Event description:
An initial MDR regarding this case was filed 19-jan-2024 (report number 3016798778-2024-00006). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from remote (B)(6) (paired with pump utpm0012426) show that the remote generated no communication alarms throughout the usage of the remote. During the investigation, the remote rf power was measured within specification. Pump (B)(6) was disassembled and fluid ingress was observed. Fluid ingress was the cause of the pump's inability to communicate with the remote. No cassettes were returned and the cause of the fluid ingress cannot be determined. The remote that was paired to pump (B)(6) was reportedly lost by the patient. Logs from (B)(6) show that the system generated pump failure alarms the day before the date of the complaint. The pump was disassembled, and a hardware failure was found to be the cause of the alarms. Both systems functioned within specification. Remote (B)(6) and pump (B)(6) alarmed accurately by generating a no communication alarm after 10 hours. Pump (B)(6) alarmed accurately and entered a failsafe state after alarming.